Event description:
The customer alleged the aer unit was leaking cidex opa disinfectant. The customer stated the leak was coming from the bottom of the unit, towards the rear. The customer stated she did not see where the leak was coming from. There were no reports of injuries. The customer was still using the unit. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The field service engineer (fse) reported the liquid leaked onto the floor. The fse diagnosed the v3, air valve leaking during a cycle. The fse replaced the v3, air valve. A system verification and an empty basin test cycle were performed. The system met specs.